Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during mesh fixation in a hernia repair, 3 reloads have fell into the cavity when tried to be fired. They have been retrieved with an instrument. No patient injury.